Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date as no event date was provided. Device is a combination product.

Event description:
It was reported that a shaft break occurred. A 4.00 x 16 synergy drug-eluting stent was selected for use. However it was noted that the shaft was broken. No patient complications were reported.